Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025, user reported "alert 38" on the ilet while delivering a lunch bolus. After three restart attempts failed, agent guided user through a dry run which was successful, but when supplies were reattached, the alert reappeared. The user later performed a complete supply change at home, after which insulin delivery resumed normally with no further alerts. A bent cannula was noted upon removal of the previous set. The user reported blood glucose (bg) of 320 mg/dl during the incident, which came down after supply change. The highest blood glucose (bg) recorded was 320 mg/dl. Bg was corrected with resumed insulin delivery. The user reported feeling fine, with no prolonged out-of-range period, outside assistance, or medical intervention required.